Manufacturer narrative:
Concomitant medical products: etew1313c82e, stent, implanted: (B)(6) 2016; etlw1616c93e, stent, implanted: (B)(6) 2016; w1dr01, ipg, implanted: (B)(6) 2012; 5076-52, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv lead exhibited high /elevated thresholds. It was also reported that the patient experienced tamponade symptoms and was admitted to the hospital. A pericardial effusion was discovered and a drain was placed. A lead perforation was suspected. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.